Event description:
The reporter stated that the surgeon inserted a 9.5 diopter, aq2003v three piece silicone lens in 2006. The lens was removedthe following month due to hyperopia. A 13.5 diopter lens was inserted.

Manufacturer narrative:
Evaluation codes: method: a work order search was performed for the lens. Results: visual inspection of the returned product showed that one lens haptic along with half of the lens optic was torn off and missing. Clear surgical residue/ debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined.